Event description:
It was reported that the insulin pump alarmed and squirted out insulin during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. Unable to perform the prime test due to the loose drive support disk.